Event description:
Masimo o2 sat shocked patient. Patient reported she felt shock sensation through her right heel up into her leg. Husband removed sensor probe from her right toe and called for rn. Pt denies any further pain or discomfort. Per rn no visual signs of injury to patient. Manufacturer response for oximeter, rd set¿ dci spo2 adult reusable finger clip sensor (per site reporter). Device was given to the on-site representative.